Event description:
It was reported that the user experienced recurring ¿insulin set expired¿ alerts while using the ilet system, associated with prolonged wear of the infusion set beyond recommended duration and incorrect responses during the supply change workflow, leading to premature cartridge depletion due to increased change frequency. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included user inconvenience and need for additional supplies to prevent interruption of therapy. Investigation included troubleshooting and education on correct infusion set change steps and FDA-recommended wear time, along with review of supply usage and coordination for interim supply support. Investigation of this case revealed user error related to supply change procedure selection and extended infusion set wear, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error and inadequate adherence to instructions for use.